Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Disk analysis revealed that the patient had atrial fibrillation (af) and required high rate atrial sensing. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Evidence suggests that there was no device malfunction or use error that occurred, and the high atrial rate was causing depletion quicker than expected. Also, it was noted that the device programming will be adjusted in the next follow up to turn atrial sensing off. This device remains in service. No adverse patient effects. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.